Event description:
It was reported that the nail jig is missing the nail in the distal hole of the nail. This added 1-1.5 hours to the case causing everything to be done by hand.

Manufacturer narrative:
The reported event could not be confirmed, since the returned device is conforming to specifications and fully functional. A recheck with the proof equipment as performed during manufacturing itself revealed the item to be working as intended. Retest with proof equipment revealed no deviations and the item was found to be working as specified. All position settings [both distal and proximal] were rechecked and successfully passed. The function of the targeting arm was still given. The alleged mis-targeting could not be reproduced. Due to the fact that nothing was reported at the time of pre-functional check performed [required per IFU] and since the device was already in use for a longer time [manufactured in 2019] it was concluded that the event was mainly based in the intra-operative procedure. However, the procedure was successfully completed by freehand technique which is always an option. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. In case substantive information will become available in future that suggests otherwise we reserve the right to reopen the case.